Event description:
One cryocyte freezing container was found broken when the freezing cassette was opened after cryopreservation and storage. The allogeneic stem cell product from the broken bag was not transplanted. The pt was transplanted with the product from another bag and successfully engrafted.